Manufacturer narrative:
A ge oec service representative investigated the issue, and found no power through the low voltage power supply. Low voltage power supply was removed and replaced. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec 2800 fluoroscopy system would not power on.